Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that their cobas e 411 immunoassay analyzer will change the tests ordered from their laboratory information system (lis) that had been read by bar code to only 1 test and will provide the same numeric result for all. For example, if several tests were ordered for a patient sample, the e411 analyzer will show the same number of tests, but all tests will be for the elecsys ft4 ii assay (ft4 ii) and all results will be 1.29 pmol/l. The customer solved the issue by re-booting the system, but the issue occurred again after "several days." The customer provided data for 2 patient samples affected by this issue. For patient sample ID (B)(4) the "data review" screen of the e411 analyzer shows 2 test results of ft4 ii with results of 1.29 pmol/l. No pipetting time or date for these results was displayed. The "test review" screen of the software shows the same 2 ft4 ii test results of 1.29 pmol/l with a date of (B)(6) 2017 and a time of 15:11. For patient sample ID (B)(4) the "data review" screen of the e411 analyzer shows 2 test results of ft4 ii with no results and units of pmol/l. No pipetting time or date for these results was displayed. The "test review" screen of the software shows 2 ft4 ii tests with results of 1.29 pmol/l with a date of (B)(6) 2017 and a time of 15:11. The customer provided additional data for the 2 patient samples involved in this event. On (B)(6) 2017, patient sample ID (B)(4) showed tests of ft4 and tsh in the middleware. The ft4 result was 21.81 pmol/l. The tsh results were erroneous. The initial tsh result was 1.290 (unit of measure not provided). The repeat tsh result was and 4.510 (unit of measure not provided). The customer also said both sets of results were sent to the lis. On (B)(6) 2017, patient sample ID (B)(6) showed tests of total psa and tsh in the middleware. The total psa result was 0.63 (unit of measure not provided) and the tsh result was 2.630 (unit of measure not provided). None of the results for these patients were reported outside of the laboratory. The customer noticed the issue immediately and did not believe the results. There was no allegation that an adverse event occurred. Based on the data provided by the customer, the database contained a lot of samples. It is highly recommended to perform regular maintenance of the information stored in the analyzer by performing the "sample data clear" function. This is addressed in the operator's manual. The customer had been advised to perform a "sample data clear" when they initially complained about the issue with this analyzer. It was also noted that the reagent database was full on this analyzer. The issue has not recurred since performing the "sample data clear." The customer also stated the same issue occurred on a different e411 analyzer within the last 3-4 months. This analyzer was in a testing-training phase. The results were not being used for diagnostic purposes. The issue with this analyzer occurred right after performing a "sample data clear." It was noticed that the reagent database was full on this analyzer as well. The data base was cleaned on this analyzer. The issue was solved by re-booting the system and has not recurred. The issue the customer initially complained about may be related to the customer not performing a "sample data clear" often enough. Product labeling recommends clearing sample data daily after uploading data to the host or after performing an export of data in order to maintain system performance. The preliminary investigation stated the event may have been caused by this issue and can occur if the sample database of the instrument is filled with samples that were in the status of "not documented" and is solved by performing a "sample data clear." When this issue occurs, it¿s possible that incorrect results can be sent to the host. The investigation is ongoing.

Manufacturer narrative:
The customer only provided screenshots of the issue that occurred on (B)(6) 2017. The database that the customer provided on (B)(6) 2017 does not show the issue described. In the customer's database from (B)(6) 2017, the samples from (B)(6) 2017 had been deleted. A specific root cause could not be identified. Since the sample data in question have been deleted, the investigation could not be completed.

Manufacturer narrative:
In very rare cases a software malfunction in the sample & control data file can occur which may lead to a potential data mismatch. This software malfunction only occurs when the "sample data clear" function is not performed daily as indicated in the operator¿s manual, and when the sample&control data file is filled with > 2000 records. The issue described above can lead to result mismatch (wrong test order and wrong result reporting). All tests that are run on the affected analyzers are potentially affected. The manufacturer has confirmed this malfunction of the system. Hht will resolve this issue with a new software version. This new sw will prevent samples from being ordered and run on the cobas e 411 analyzer when the sample & control data file is full. A workaround has been provided to customers until the updated software version is available.